Event description:
A surgeon reports one patient exhibited the same amount of astigmatism following refractive surgery, however, the axis was flipped. Patient records were received and show that at 2 weeks post-op, this patient exhibited -1.75 diopters of induced astigmatism and a 1 line decrease in bcva. The surgeon's notes indicate an enhancement is "most likely". Additional information has been requested.

Manufacturer narrative:
The territory manager reviewed the log file for the day of this patient's surgery and determined the system was operating optimally and within specification. The surgery was completed without any interruptions, system messages or errors. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when add'l info becomes available.